Event description:
It is reported that the patient experienced a low blood glucose level. Level gets as low as 40mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device has returned. No further information available.

Manufacturer narrative:
Findings: reliability analysis:inspected 3 opened/used enlite sensors and performed bicarbonate buffertest per dop114-830. 2 of 3 sensors failed for low readings 1 remainingsensor passed per spec. With accurate readings. (B)(4) 2014.